Manufacturer narrative:
Updated g3, g6, h2, h6.

Manufacturer narrative:
It was reported that the syringe "shattered" during use. Due to this, the glove the user was wearing was cut. No injury was reported related to this incident. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Syringe "shattered."